Manufacturer narrative:
On (B)(6) 2019 immucor technical support received emailed files of the affected batch; review showed that some wells were under pipetted and bubbles were seen in several images. Customer was advised to reseat the probe and perform all probe maintenance. On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena instrument serial number (B)(4); review of the retrieved the event log and camera files show no errors. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative antibody screen results while validating a new echo lumena instrument at their site.